Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a broken occluder foot. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. In this case the plant evaluation cited no visible signs of overtorquing and complaint text did not address incorrect reagent usage, hence the root cause of this problem is unknown. A batch review was conducted and no issues were found related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was requested. Should additional information become available a follow up MDR will be submitted.

Event description:
A customer reported to baxter that the white cap of the transfer set was broken. There is no patient involvement.